Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿line down the middle of the screen¿ was confirmed with the returned system controller (serial # (B)(6). The system controller was connected to laboratory equipment and visual inspection of the display revealed a line of inactive pixels. The suspected internal liquid crystal display (lcd) module was replaced with a functional lcd module. Depressing the display button was able to cycle through all the screens without the line in the display. Further evaluation of the lcd module could not be performed. The root cause was isolated to a damaged lcd module; however, a root cause of the damage was unable to be conclusively determined through this investigation. Device history record indicated the device was manufactured in accordance to manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the after initiating a self-test, the patient's system controller's display screen had a line down the middle of the screen prior to the self-test being displayed. When the self-test was displayed, the line through the center of the screen remained. All lights illuminated and two-tone audible alarm was present. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.